Event description:
It was reported that during a pump replacement, the catheter was not able to be aspirated. The new pump was primed on the back table. The drug concentration was changed from 20mg/ml to 10mg/ml, and a bridge bolus was programmed using the prime bolus feature. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient did not experience any symptoms. No catheter revision was performed. The patient was reported to be doing "great".

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).